Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot 15845969 presented no issues during the manufacturing process that can be related to the reported complaint. This device remains implanted, therefore is not available for return. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the (B)(4) study, a smart 120 150, superficial femoral artery (sfa) - 6 x 150 mm stent and a smart control, iliac 6 x 60 ml stent were implanted in the target lesion without any issue. Approximately 4 years, 2 months post index procedure, the patient developed asymptomatic stent thrombosis. Abi and dus confirmed the occlusion. The thrombosis was inside and the edge of the stent(s). Rutherford exam was not done, and no treatment was applied. The patient was a (B)(6)-years-old female. The target lesion was the middle portion of the left superficial femoral artery. The patient¿s vessel level of tortuousness was unknown. The lesion was mildly calcified. The rate of stenosis was unknown.

Manufacturer narrative:
The sections have been updated accordingly. Neither of the two products were returned for analysis. A device history record (DHR) review of lot 15845969 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. A device history record (DHR) review of lot 15642766 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without procedural films available for review, the reported stent thrombosis could not be confirmed. A thrombosis is the formation of a clot within a vessel, or in this case, a stent. Thrombosis and treatment for thrombosis does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported events. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the (B)(6) smart pms study, a smart 120 150, superficial femoral artery (sfa) - 6 x 150 mm stent and a smart control, iliac 6 x 60 ml stent were implanted in the target lesion without any issue. Approximately 4 years, 2 months post index procedure, the patient developed asymptomatic stent thrombosis. Abi and dus confirmed the occlusion. The thrombosis was inside and the edge of the stent(s). Rutherford exam was not done, and no treatment was applied. The patient was a (B)(6) female. The target lesion was the middle portion of the left superficial femoral artery. The patient¿s vessel level of tortuousness was unknown. The lesion was mildly calcified. The rate of stenosis was unknown. Medications patient was currently taking at home was aspirin and clopidogrel. The procedure in which the smart was implanted was an emergent procedure on (B)(6) 2013. Bailout for poba (3mm×100mm). This was a de novo lesion. The stent to vessel sizing was 5.0mm. Post-procedure regime of anti platelet therapy was aspirin and clopidogrel. The patient was compliant with the anti platelet therapy. The patient is currently doing fine. Additional procedural details were requested but are unknown.